Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-13466. It was reported that non sustained right ventricular oversensing due to noise was observed on the right ventricular lead and chronic high impedance was observed on the atrial lead. The patient was fitted with a life vest and programming changes to turn off therapies were made. The patient was being monitored and was stable.